Event description:
A customer reported he had an affected test strip lot related to the notification letter. The customer additionally reported he did not remember if he received an error-3 display message when he used his fs freedom blood glucose meter with the affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Retain sample testing on affected strip lots has indicated an increased number of error-3 display messages when these strip are used with freestyle freedom meters. This is a known issue and it is associated with field correction 2954323-04/24/08-001-c reported (B) (4) on 25 apr 2008.